Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet medication therapy (dapt). 10-12 weeks post index procedure on (B)(6) 2025, transesophageal echocardiography (tee) imaging showed a small thrombus was noted. The patient was placed on warfarin in response to the event. The patient had a repeat tee on (B)(6) 2025, which showed no more thrombus was present. The physicians plan to have the patient remain on dapt for three (3) additional months.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet medication therapy (dapt). 10-12 weeks post index procedure on (B)(6) 2025, transesophageal echocardiography (tee) imaging showed a small thrombus was noted. The patient was placed on warfarin in response to the event. The patient had a repeat tee on (B)(6) 2025, which showed no more thrombus was present. The physicians plan to have the patient remain on dapt for three (3) additional months.